Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white contamination in the air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. The customer was unwiling to share any information concerning reprocessing practices. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was, whether there was a deviation from instructions for use (IFU) in the reprocessing steps for the area where the foreign material remained was unknown. The instruction manual states the detection method associated with the event in " gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection ", and preventative measures in "gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning". Olympus will continue to monitor field performance for this device.